Event description:
During routine testing, the user found that the unit would not power up. There was no pt harm involved. Tests disclosed a shorted zener diode (cr42) on assembly 590236. The customer had attempted to repair the board, and only the board was returned. The complete unit was not available for examination. Due to the absence of the complete unit, and the previous repair attempts, no cause of the diode failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.